Event description:
It was reported that the patient was experiencing ineffective therapy. Reprogramming attempts were unsuccessful. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. Correction - section b1 - corrected procut problem unchecked.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6)2024 where the penta lead was unplugged from the ipg and left implanted and an octrode lead was implanted to address the issue. Nothing was explanted. Effective stimulation was restored.